Manufacturer narrative:
Device analysis: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be duplicated. Run three accuracy tests, the pump was found to be within manufacturing specifications. Service recommended a full standard preventive maintenance including calibration. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was under delivering.